Event description:
It was reported the patient underwent a revision surgery due to unknown reasons. During the procedure the liner was replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b2; b3; b5; d7; d11; e1; e2; e3; e4; g4; h2; h3; h6. Reported event was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible polyethylene wear of the acetabular component and osteolysis of the superior acetabulum. Question nondisplaced fracture of the greater trochanter. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.